Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to a user error mishandling the device. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.

Event description:
It was reported that during a scapholunate recon surgery it was found that the hand and wrist disposable kit did not contain a drill guide when it was opened. An arthrex representative was at the surgery and supported the surgeon. The customer the used the clear funnel to hold the key wires. The surgeon measured out the depth of the anchor and cut the tube with a scalpel to finish the surgery successfully. There was no harm for patient, operator or third party reported. Update dw 13-nov-2023. Further information were provided that the procedure could be carried out exactly like it should and that no additional surgery was necessary.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.